Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the system halted automatic motion during the collimator exchange process. The operator then manually moved the detector and the collimator fell as a result. This event is currently under investigation. This issue has been determined to be a reportable event.

Manufacturer narrative:
On 02-mar-2018, the customer reported that, while attempting to install the medium energy general purpose (megp) collimators on the precedence 16 system, the collimator exchange failed and system motion halted as expected. The fse went to the site to evaluate the system. The fse confirmed that the operator had put the system in service mode to attempt to recover from a failed collimator exchange. When the operator moved the detector, the megp collimator, which was not locked to detector 2, fell to the floor. There was no patient involvement due to a collimator exchange occurring prior to patient scanning. The fse evaluated the system and determined that the collimator exchange did not complete due to a sensor read failure. The fse moved the megp collimator from the floor and placed it on the collimator cart. The fse confirmed that the megp collimator was damaged and removed from service. The system is operational with the other collimators at the site and in clinical use. Field safety notice (fsn) cle17-076 was released on 15-dec-2017. The customer received the notification on 22-jan-2018.